Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 5/31/2016 with the following findings: during testing, the battery compartment was cracked along the side and there was moisture observed in the compartment. A leak test was performed and failed due to the crack in the battery compartment. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no other physical damage found to the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and moisture observed inside. This report is made based on results of investigation completed on (B)(6) 2016.